Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the needle cap still attached to the bottom housing needle well. First attempts to connect the pod to the master controller were unsuccessful. All three battery voltages were measured and found to be low. The pod was connected to a 4.5-volt power supply and was able to complete download. The download data showed the pod had delivered 0 pulses and was in pod state 13. The pod generated an 0xd3 "qn3000 i2c illegal address" alarm while in pod state 1 prior to pod activation. The pod state at download indicates that the pod alarmed during the download process and was not experienced by the user. The shelf mode current (smc) was measured to be higher than specification. The high smc contributed to the low battery voltages. Which prevented the pod from awakening and properly double beeping upon fill. High smc and can be confirmed as the cause of the reported event. The cause of the high shelf mode current could not be determined.

Manufacturer narrative:
Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: up1a.231005.007.s911usqs6cyb3, smartphone hardware: sm-s911u, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient was not wearing a pod at the time she sought medical attention because her pods didn't beep when she tried to activate them. She needed medical attention due to her pods not double beeping, causing her to run out of insulin. She sought medical attention at the emergency room (ER) on (B)(6) 2025, stayed for one day, and was discharged on (B)(6) 2025. Her symptoms included thirst, indigestion, and feeling fuzzy headed. She was diagnosed with hyperglycemia reaching over 250 mg/dl, due to and treated with lantus insulin, blood sugar checks, and two blood tests. The patient reported a manufacturing defect with the adhesive backing on her pods, which she feared would waste insulin. She used 125 units of insulin to fill the pods and attempted to prime them, but they didn't work. She was advised not to use a pod if it does not double beep when filled.